Manufacturer narrative:
B4: (B)(6) 2021. Additional information was received indicating that the reported issue was found when the unit was being checked in the service center. Based on this information, it has been concluded that this is not a reportable event.

Event description:
The philips international service engineer identified a failure in the touch screen actualizing in a failure to respond. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.